Event description:
It was reported that the patient went to the emergency room after receiving a shock for t wave oversensing (twos) on the right ventricular lead. The device algorithm did not withhold detection because the r waves were large. After the shock was delivered the algorithm identified the twos and properly withheld. The sensitivity was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was noted. Save to disk file (B)(4) shows parity error count=1, addr=0943, data =00, on 24-jan-2012 23:18:28.